Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during basal delivery. Customer's blood glucose level was not impacted. Customer indicated that the cartridge would be changed.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.